Event description:
It was reported that the patient had a backup battery fault at home. The patient had two previous backup battery changes prior to this one. The backup batteries were changed on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2022 the patient was given a new controller and backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm could not be confirmed through this evaluation. Event details indicated the 11v backup battery had been exchanged in two prior instances regarding a backup battery fault alarm. The information indicated the primary and backup system controller was exchanged on january 6, 2022 regarding the backup battery fault alarm. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. The system controller serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Heartmate 3 instructions for use states ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.